Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with the sheath and stylette inserted, both were removed with no issues noted. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. Deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was diagnosed with a non-st-elevation myocardial infarction (nstemi) and diabetes mellitus type 2. On coronary angiogram there was chronic total occlusion (cto) to the proximal right coronary artery (rca), with timi flow 1. The left anterior descending (lad) artery had 60-70% in-stent restenosis in a distal stent. There was 90% osteal stenosis to the d2 large. The left main (lm) was good. A coronary artery bypass graft surgery (CABG) was advised, however it was decided to undergo a selective percutaneous coronary intervention to the left circumflex (lcx) artery. An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion with 60-70% stenosis in the proximal lcx artery. The device was inspected before use with no issues noted. The lcx was cannulated with a 7f non-medtronic (mdt) guide catheter. Non-mdt wires were passed to the subtotal occlusion at the lcx. The lesion was pre-dilated with a 2.5 x 15mm non-mdt non-compliant balloon at 20-24 atm. The device did not pass through a previously deployed stent. It was reported that the stent failed to cross the lesion. Another non-mdt wire was passed and the lesion was pre-dilated again with a 3 x 10 mm non-mdt balloon at 6 atm. An anchor balloon and buddy wire technique were used but the stent still failed to cross the lesion. The procedure finished with timi flow iii and 20-30% stenosis. A dissection also occurred during the procedure. No other medtronic devices were used during the procedure. There was no further patient injury.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.